Event description:
A report was received that the patient was having charger to ipg linking difficulty. The patient underwent a revision procedure wherein the ipg was repositioned deeper in the pocket. No device malfunction was suspected. The patient was doing well postoperatively.